Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) monitor stuck on pop up mount. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) replaced the display mounting assembly which was turned 90 degrees on pop up mount. The fse replaced the damaged parts and the unit passed all functional and safety tests and was returned to customer.